Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during an unknown procedure, the device can't complete firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.